Event description:
A malfunction alarm was reported with code malf 9, but no notable events occurred prior to this issue, and there was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The caller was instructed to report back if the issue arises again, which they understood.